Manufacturer narrative:
(B)(4). The patient was discharged from the hospital a couple of weeks after having been hospitalized. The patient was reported to have recovered from peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for peritonitis included cefazolin (1gm, twice a day, intraperitoneally (ip)) and gentamycin (40 mg, twice a day, ip). The patient had not yet recovered from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Date of birth: the patient was born in the year 1936. Should additional relevant information become available, a follow-up report will be submitted.